Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. Customer¿s other blood glucose level was 485 mg/dl. The customer reported that they received insulin flow block alarm. Customer reported that they failed the high pressure test and passed during second attempt. Customer reported that the after lunch customer had low background of blood glucose level from 100 to 120 mg/dl. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.